Event description:
A patient incident was reported in the middle of the case. Patient was sliding off the imaging top when the staff noticed it and before the patient fell they caught him by the feet and head and lowered the patient to the floor. No patient injury reported at this time.

Manufacturer narrative:
Based on the information received from the investigation and device evaluation it was found that there are no problems with the device. It is suspected that the safety belts may have been removed by hospital personnel while preparing to move the patient from operating table to a transport bed. This may have lead to an erroneous unlock of the table allowing it to swing freely thereby causing the patient to fall. It was also noted that the table did not undergo preventative maintenance check since 2019 despite being mentioned in the owner's manual that a preventative maintenance should be conducted annually or at least once a year.

Event description:
A patient incident was reported in the middle of the case. Patient was sliding off the imaging top when the staff noticed it and before the patient fell they caught him by the feet and head and lowered the patient to the floor. No patient injury reported at this time.